Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
This patient was admitted for coronary intervention of a 99%, highly calcified, moderately tortuous lesion in the mid-rca. The lesion was predilated with a 2.0mm balloon (inflation pressure unknown). A 2.5 x 23mm cypher stent advanced to the target site, but it did not cross. The physician decided to retrieve the sds back through the guiding catheter and pre-dilate the lesion again. While retrieving the sds, the proximal edge of the stent became caught on the distal edge of the 6fr terumo sheath introducer. The physician then attempted to capture the sds/stent with a snare device, but was unsuccessful. Ultimately, the physician was able to pull the sds/stent through the sheath with force, and it was retrieved from the patient. To finish the procedure, pre-dilation was conducted again, and a different cypher stent (same size) was implanted without incident. There was no reported patient injury.